Event description:
It was reported that the patient was scheduled for a brain MRI and could not turn the stimulation off using the programmer. The reporter was unable to adjust stimulation. The display showed a ¿call your doctor¿ icon and a power on reset (por) condition. This was noticed on the day of the report. The patient indicated that she had not thought about it, but it had maybe been four months since she lost therapy. Follow-up from the managing physician noted that the patient had not been seen since (B)(6) 2014. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v913867, implanted: (B)(6) 2014, product type: lead. (B)(4).